Event description:
It was reported that catheter entanglement occurred. An opticross imaging catheter was selected for use. During intravenous ultrasound (ivus) while using the sled, it was noted that the opticross imaging catheter locked on the wire. They thought that it was the short rail at the distal end of the catheter that is kinking on the wire which causes the catheter to locked on the wire. Hence, they had to remove the wire. After which, the physician had to do the rewire. No patient complications were reported.